Event description:
Edwards learned of an aortic bioprosthetic valve that was explanted due to aortic due to perivalvular leak and aortic stenosis secondary to hardened leaflets and valve degeneration. The device was replaced with another prosthetic valve. The patient also had a mitral valvuloplasty and was implanted with an edwards annuloplasty ring. The device has not been returned for evaluation.

Manufacturer narrative:
DHR review. Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.